Event description:
It was reported that the pump touch screen inadvertently switched to different screens without request. There was no adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.